Manufacturer narrative:
Device evaluation a report was received indicating several defects in syringe components, including a piece of plastic in the luer tip, black speckles, a piece of carton material in the piston, and broken syringes. To support the investigation, twenty-three samples, bulk packaged in four separate plastic bags, were submitted for evaluation by the quality team. A comprehensive visual inspection was conducted. Three samples exhibited damage to the syringe barrel luer tip. Two samples had luer tip flash that measured within acceptable specification limits. Five samples contained dark-colored specks, identified as embedded degraded resin. Ten samples showed damage to the syringe plunger rod thumb press. One sample had a fiber adhered to the inner wall near the top of the syringe barrel. Two samples were free of any visible defects or imperfections. No additional defects were observed. The observed damage is typically associated with jams occurring during the assembly process. The presence of degraded resin is commonly linked to startup conditions or intermittent issues during the injection molding process. Degraded resin can detach and become incorporated into molded components. Fiber contamination may result from particles not being removed following filter replacement. A review of the device history record for material number 301035, lot 4190314, was completed. The review found no quality issues recorded during production that could have contributed to the reported defects. No related quality notifications were identified. All manufacturing processes and final inspections were performed in accordance with specification requirements. Verification of the assembly processes confirmed that equipment settings and rail alignment were correct, and product flow was consistent. The inspected samples will be shared with production associates to raise awareness. Based on the investigation with the returned sample analysis the symptoms reported by the customer are confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Description: post investigation findings indicated that the fm was determined to contained dark-colored specks, identified as embedded degraded resin. One sample had a fiber adhered to the inner wall near the top of the syringe barrel.